Event description:
An ophthalmic surgeon reported that one identified patient experienced glistening after an intraocular lens (iol) implant surgery. Additional information has been requested but not received to date. This is one of two reports associated being filed for this event. This report is for the identified patient.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Additional information has been requested but not received to date. (B)(4).